Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. This is potentially reportable as there is an allegation against the delivery function of the pump. There was no indication that the device caused or contributed to an adverse event.